Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient is experiencing trochanteric pain. The following measurements were recorded at 25 months since index surgery: cobalt - 0.9; chromium - 0.5. Further follow up is planned for this patient.

Manufacturer narrative:
An event regarding pain involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
The patient is experiencing trochanteric pain. The following measurements were recorded at 25 months since index surgery: cobalt - 0.9; chromium - 0.5. Further follow up is planned for this patient.